Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported incomplete coaptation/slda (single leaflet device attachment) occurred over time the prolapsed posterior leaflet pulled out of the clip. The reported mitral regurgitation is cascading events of the slda. The reported patient effects of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complications associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on 13 june 2024, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. One mitraclip xtw was implanted. The final mr grade was 1-2. On (B)(6) 2025 during the one year follow-up, on transthoracic echocardiogram (tte) a single leaflet device attachment (slda) was suspected. The clip detached from the posterior leaflet and remained attached to the anterior leaflet. The mr grade increased to 4. Per the physician, the slda occurred over time the prolapsed posterior leaflet pulled out of the clip.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2024 a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. One mitraclip xtw was implanted. The final mr grade was 1-2. On (B)(6) 2025 during the one year follow-up, on transthoracic echocardiogram (tte) a single leaflet device attachment (slda) was suspected. The clip detached from the posterior leaflet and remained attached to the anterior leaflet. The mr grade increased to 4. Per the physician, the slda occurred over time the prolapsed posterior leaflet pulled out of the clip.